Event description:
The clinical research associate, reported that a participant on (B)(4) had to be re admitted to hospital. The clinical associate reported that the participant knee, not the one involved in the study, was infected and debridement was done.

Manufacturer narrative:
Additional devices listed in this report: cat 5517-f-501, lot eajhn, description: triathlon p/a cr beaded #5l; cat 5526-b-500, lot ebmdm, description: triathlon prim beaded pa sze5 bp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remained implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon cs insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed because the devices remain implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated staphylococcus aureus and enterococcus faecalis were cultured in larger amounts with few additional pseudomonas aeruginosa. The root cause was blamed by the surgeons to be a hematoma in the joint due to anticoagulation treatment required not only for thrombosis prophylaxis but also for presence of cardiac myopathy and presence of a ICD defibrillator device. Patient had some risk factors present in the form of a cardiac myopathy but mainly bad luck to acquire an infectious complication. As such, this pi case is not device-related. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the investigation concluded that the event does not appear to be device related. The medical information was reviewed by a clinical consultant who indicated, ¿staphylococcus aureus and enterococcus faecalis were cultured in larger amounts with few additional pseudomonas aeruginosa. The root cause was blamed by the surgeons to be a hematoma in the joint due to anticoagulation treatment required not only for thrombosis prophylaxis but also for presence of cardiac myopathy and presence of a ICD defibrillator device. Patient had some risk factors present in the form of a cardiac myopathy but mainly bad luck to acquire an infectious complication. As such, this pi case is not device-related.¿ additionally, a review of the provided information by sterilization sciences indicated, ¿based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices (i.e: metal femoral or tibial components and x3 uhmwpe tibial insert).

Event description:
The clinical research associate, reported that a participant on study (B)(4) had to be re admitted to hospital. The clinical associate reported that the participant knee, not the one involved in the study, was infected and debridement was done.